Event description:
The customer reported that on (B)(6) 2012, higher than expected gi monitor results were generated on a unicel dxl 800 access immunoassay system for an unknown number of patient and quality control samples. The suspect gi monitor patient results were reported outside of the laboratory; however, there were no reports of deaths, serious injuries or modification to patient treatment associated or attributed to this event. No specific patient data, sample collection/handling information, system performance data or actual patient results were provided by the customer.

Manufacturer narrative:
Service was dispatched to the site; however, the details of the services performed are not available to date. The cause of this event is unknown.